Event description:
A pt was implanted with a medtronic dual chamber ICD in 2002. Routine ICD device check revealed an abnormal lead I mpedence. Hvx>200 patient reportedly had been doing push-ups and had chopped wood patient taken to surgery. Procedure: 1. Aicd generator removal, 2. Aicd geneator inwsertion, 3. Aicd lead malfunction, 4. Aicd ventricular lead insertion. Discharge to home.